Event description:
It was reported to philips that a device's battery failed calibration while on the charging unit. There was no patient involvement. Reported problem could not be verified in lab - the battery, received with 80% capacity at minimum, was able to charge (in both mrx heartstart unit and cadex c7200 battery analyzer), calibrate, and seemed to operate normally.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that a device's battery failed calibration while on the charging unit. There was no patient involvement.